Event description:
Baxter (B)(4) received a report of an infusor that was found to be leaking. The concomitant medical products are currently unknown. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of a leak was confirmed. Visual inspection and functional leak test revealed the leak was coming from the welded area of the volume indicator and port. The root cause was determined to be a manufacturing defect; the welding area of the volume indicator and port did not have seal integrity. The equipment used to weld these two equipments was changed and it is expected to improve the welding of the components and mitigate the occurrence of leaks. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. This issue was investigated through corrective and preventative action (CAPA).